Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It was not possible to identify the cause of the incident from the information obtained; it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited burn in the forceps elevator. There was no patient involvement.